Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the reservoir and left cylinder of this inflatable penile prosthesis (ipp) migrated into the scrotum. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.